Event description:
During ivtm therapy, the thermogard ivm system (sn (B)(4) displayed tcmid:05 (coolant diff failure) error message. Another thermogard ivtm system was used to continue with treatment. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Manufacturer narrative:
The customer's reported complaint of "the thermogard ivm system (sn (B)(6)) displayed tcmid:05 (coolant diff failure) error message" was confirmed based on the event log review but not confirmed during functional testing. The root cause for error message was the defective lm34 a/b temperature sensor, likely due to defective component. During visual inspection of the thermogard console, unrelated to the reported complaint, the left rear rim of the caster was missing and the caster was loose were observed. The possible root cause of these observed issues was likey atteibuted to user mishandling. The loose casters were tightened and locking caster was replaced to remedy these observed issues. Also, unrelated to the reported complaint, liquid spills under the raceway pump was observed. The probable root cause of the observed liquid spills was due to leaking suk the customer reported a start-up kit(suk) on (B)(6) 2022. The liquid spills was dried up and cleaned by using towels under pump raceway. The event log review indicated two tcmid:05 error messages, thus confirming the reported complaint. In addition, unrelated to the reported complaint., a mid:16 (software) was also observed. The root cause for both error messages was the defective lm34 a/b temperature sensor. The lm34 a/b temperature sensor was replaced to address these errors. During preliminary functional testing, the thermogard xp ivtm system passed without any fault or error. The reported tcmid:05 and mid:16 found in the event log were not replicated during test. Following service, the console was placed in a burn-in test for three days. The thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for thermogard xp ivtm system with sn (B)(6).